Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient thought she may have a urinary tract infection. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a history of recurrent utis since 2016, the culture on the sample showed no growth, the culture was negative, and the patient's utis were not related to the device/therapy. There were no further symptoms or complications reported or anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.